Event description:
Received report claiming while operating their manual wheelchair with a smartdrive mx2+ power assist device, when given a command to disengage the drive motor via a tapping motion of the e3 tic watch, the unit reportedly failed to stop which forced the end-user to drive into a wall to stop. This reportedly resulted in injuries requiring medical intervention to address.

Manufacturer narrative:
Service provider reported having received a report where the end-user claims sometime in (B)(6) 2022, they had an incident where the smartdrive device malfunctioned and caused the end-user to drive their w/c into a wall. This event was "initially" reported of the end-user receiving injuries that required surgery to replace rods and hardware in their neck, but later corrected that the referenced surgery was from a different event that did not involve the smartdrive device. The end-user did not report the event when it occurred but reported after having received the letter informing of the market correction involving the mx2+ application update. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. End-user reported not having any recollection if the app was in focus when the event occurred. Due to the timespan from when the event occurred, and the inability to confirm a failure having occurred. Permobil is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.